Event description:
It was reported that, during an acl reconstruction surgery, the biosure screw broke when being implanted. After removal of all fragments with a manual tissue gripper, it was replaced with a back up device in the same bone hole. The surgery was not significantly delayed. The patient was not injured.

Manufacturer narrative:
One 8x25mm biosure regenesorb screw was returned for evaluation. Visual assessment of the screw confirmed the reported breakage. The first distal thread has broken and cracked. Dimensional assessment of the screws major diameter and wall thickness was performed and found to meet print specifications. The clinical details were reviewed and confirmed that the patient had hard bone and that a tunnel of 7mm was utilized. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not preparing the insertion site with the proper tap. Not selecting the correct size screw for the prepared tunnel. The instructions for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.